Event description:
Secondary antibiotic (flagyl) programmed to infuse at 260 ml per hr. Both the primary (normal saline) and secondary were infusing at same time despite programming. IV antibiotic did not infuse at correct rate. The pump did not alarm to warn both meds infusing at same time. Discovered error because volume in secondary bag was more than what it said had infused. When looked more closely, it was noted fluid infusing from primary and secondary. Removed pump from service. Over/under infusion of medication.

Event description:
Secondary antibiotic (flagyl) programmed to infuse at 260 ml per hr. Both the primary (normal saline) and secondary were infusing at same time despite programming. IV antibiotic did not infuse at correct rate. The pump did not alarm to warn both meds infusing at same time. Discovered error because volume in secondary bag was more than what it said had infused. When looked more closely, it was noted fluid infusing from primary and secondary. Removed pump from service. Over/under infusion of medication.